Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was partially deployed and the shaft was kinked near the distal end. During functional analysis, device shaft bowed during a failed deployment attempt. The stent was possible to manually deploy by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of force to the delivery system. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture in the left stem main bronchus during a bronchoscopy with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was had not been dilated prior to stent placement. According to the complainant, the physician deployed 4 mm of the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 13, 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture in the left stem main bronchus during a bronchoscopy with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was had not been dilated prior to stent placement. According to the complainant, the physician deployed 4 mm of the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.